Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 27.6 mmol/l, 13.9 mmol/l, and 10.5 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 501 mg/dl and 83 mg/dl, 315 mg/dl and 111 mg/dl, 181 mg/dl and 95 mg/dl, 33 mg/dl and 74 mg/dl, 68 mg/dl and 35 mg/dl, 132 mg/dl and 72 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).